Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2009, to treat her cystocele, rectocele, and "urinary problems. Following this procedure, the patient experienced continued urinary problems, severe pain, dysuria, and dyspareunia (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.